Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a damaged bottom screen, and also that verification of its operation was requested. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.